Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his back. The patient reported that his nurse suggested the use of cornstarch on the area and that the hospital had rubbed a "grease" on the area. The patient reported that the rash had healed due to the use of the cornstarch.